Event description:
During a follow-up, increased capture threshold which resulted in loss of capture was detected on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable.